Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2003. According to the complainant, post procedure, the patient experienced continued abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, persistent vaginal discharge, vaginal infections, and dyspareunia. The exact nature and date of onset for each is unknown.all other information is unknown and reportedly unavailable.